Event description:
It was reported that the left ventricular (lv) lead exhibited rising/high impedances, and the pacing threshold had doubled. The lead impedance alert level was changed, and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.